Event description:
A peritoneal dialysis (pd) patient called for an issue with an IV pole. During the call the patient reported getting peritonitis. Additional information was obtained through follow-up with a peritoneal dialysis registered nurse (pdrn). The patient went to the pd clinic on 08/may/2024. No symptoms were provided. The patient had pd effluent cultures obtained and was subsequently diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics for two weeks (drug, dose, and frequency not provided). The patient¿s white blood cell (wbc) count was 10,925. The pd culture resulted in no growth. The patient had a repeat cell count (date unknown) which showed a decrease in wbc count to 9. The cause of the peritonitis was a breach in aseptic technique. The patient required retraining on proper pd techniques. The pdrn stated that is the only peritonitis event documented in the patient¿s record. There is no documentation of any hospitalization for this event.